Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o-ring of the reservoir was detached with the other black o-ring. The customer's blood glucose level was unknown at the time of incident. The device will be retuned for analysis.

Manufacturer narrative:
Cannot performed manual test per appendix g to reservoir due to the reservoir dislodge (plunger to stopper-plunger).